Manufacturer narrative:
Rivacor 3 hf-t qp df4 is4 promri. The device was not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data were analyzed thoroughly. Analysis of the x-ray data confirm the reported displacement of the ICD. Apart from this, the analysis showed no indication of an ICD malfunction. Furthermore, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis showed no indication of an ICD malfunction. Solia s 53 upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The lead proved to be without fault throughout its inspection. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. Prior to the analysis of the lead, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The device shifted towards the abdomen, and the patient experienced significant weight loss. The device was repositioned. Should additional information be received, this file will be updated.